Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, contrast injection difficulties were encountered. Vascular access was obtained through the radial artery. The 70% stenosed, eccentric and de novo lesion was located in a >45 degree bend and mildly calcified left circumflex (lcx) artery and left anterior descending (lad) artery. The lesion was 15mm in length and 3mm in diameter. Upon attempting to inject contrast through the mach1 guide catheter, significant resistance was encountered. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status was stable.